Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to initially address bg. The customer was admitted to the emergency room (ER) where healthcare providers provided juice to treat the low bg. The customer was released with the issue resolved and no permanent damage. During troubleshooting with tandem technical support, a system check was performed and the pump was performing as intended; customer understood and acknowledged this information.